Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient weight was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and spinal pain. It was reported that the ins was replaced on (B)(6) 2017. It was noted that it was not working as well as it had been previously. The MRI technician was asked to clarify but they were not able to provide additional information. No symptoms were reported. No further complications were reported or anticipated.